Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2018 when the device were explanted. Explant date: (B)(6) 2018. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8216700; model: sc-8216-70; serial: (B)(4); batch: 2000017360.

Event description:
It was reported that the patient believed that the scs (spinal cord stimulator) worsened her fibromyalgia. The patient underwent an explant procedure and was doing well postoperatively. No further information could be obtained despite good faith efforts.